Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-01398. The same patient is represented in each medwatch. In addition, a review of the lot sterilization records was conducted. This review did not identify any quality concerns and the lot met all release criteria.

Manufacturer narrative:
The surgeon opines that the suture was not directly responsible for the infection. The level of creatine phosphokinase was increased. This was the only observed change. There was no evidence of wound dehiscence or necrosis.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2012 and suture was used. The patient developed a wound infection post operatively. Additional information has been requested.